Event description:
Additional information received on 2/3/2023: the surgeon was clearing soft tissue at the aperture of a tibial acl tunnel. While pulling back in the ablator the tip broke off. All broken framgents were retrieved. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on ncr-20813.

Event description:
On 2/3/2023, it was reported by a sales representative via email that an ar-9811 apollorf aspirating ablator head piece broke off during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.